Event description:
It was reported that there was a coupling problem and that the patient was having trouble recharging. It was noted that the patient had not been able to recharge for the two weeks prior to the date of the report. It was further noted that before that two week prior the patient was able to get 8 coupling boxes. At the time of the report the patient was reportedly getting only one box and when they would put the antenna on their implant they would get nothing. It was also reported that the patient had last felt stimulation two weeks prior to the date of the report. It was noted that the patient did not feel as if their device had moved or flipped. It was noted that the clinician programmer was also unable to connect. It was further reported that the patient had a rash that had developed from the double sided adhesive pads. It was noted that the rash began within the two weeks prior to the date of the report. It was later reported that the patient could not feel stimulation and did not know if stimulation was on. It was noted that the trouble shooting was attempted but the patient was confused. It was also noted that when the patient puts their belt on they would get a rash, the patient reportedly put on a t-shirt and could only get one box. It was noted that the battery was flashing all black indicating that it was charged. It was again noted that the patient was upset and confused. It was later reported that the patient had been using the adhesive disks previously without developing a rash. It was noted that because of the rash the patient attempted to recharge their device through their shirt but that had not been effective for charging. It was noted that the patient was having a hard time recharging but that their device was charged up on the date of the report. It was further reported that the patient cannot get any stimulation at all because the device is not charged up. It was noted that the device was discharged at the time of the report. It was noted that the recharging difficulty began at the same time that the rash began. It was noted that the patient could only get the black boxes on the recharger ¿blackened in¿ on occasion and on the day of the report the patient could only get two bars. It was noted that the screen was flashing but not charging. It was noted that the patient¿s health care provider (hcp) did not think that the device was flipped because there had not been any trauma at the pocket and there had not been any skin changes at the pocket. It was later reported that ever since the patient¿s recharging holster was replaced they were having problems with coupling. The patient reportedly could never get more than one bar out of the 8 coupling boxes. It was noted that the implant was located in the right chest area. The patient reportedly had been recharging for 2 hours. It was noted that the implant was not deep in the skin and the patient had tried the adhesive pads and tried it without the holster and it was ¿not doing anything. It was noted that the charge only last one day. It was further noted that the neurostimulator was parallel to the skin and less than one centimeter deep. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3487a, lot # j0101910v, implanted: (B)(6) 2001, product type lead; product ID neu_unknown, serial # unknown, product type unknown; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID neu_unknown, serial # unknown, product type unknown. (B)(4).